Event description:
A customer reported to a company technician that the console was leaking underneath itself during a cataract procedure. There was no known patient or user harm. The product sample was not retained. Additional information was requested but has not been received to date.

Manufacturer narrative:
The customer did not retain the finished goods lot number, therefore the device history record (DHR) and lot history could not be reviewed. In addition, a visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).